Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified left cephalic vein. After a non-bsc introducer sheath was inserted, a 0.035 inch non-bsc guide wire crossed the lesion. Then a 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. Following initial dilatation of the lesion area, contrast imaging was performed. It was unable to confirm the indentation, so dilatation was performed again. However, during inflation at 10 atmospheres for 15 seconds, the balloon ruptured. A 6mmx4cm mustang balloon catheter was advanced and dilatation was performed at 20 atmospheres. Sufficient dilatation was obtained and the procedure was completed. There were no patient complications nor injuries reported.